Manufacturer narrative:
The warning w2 (battery low) were found in the pump history. The mentioned w2 warning is not a malfunction of the pump. All needed tests are passed and no malfunction could be observed during the technical investigation. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e2 (battery empty) without first displaying w2 (battery low). No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.